Event description:
It was reported the epiq 7c ultrasound system locked up with an error code during a heart surgery while using an unspecified toe probe. The procedure was completed with another system. The patient remained stable throughout the procedure. No patient or user was harmed as a result of the issue. The service engineer evaluated the system and replaced the acquisition module due to an error. Philips has started an investigation for this complaint.

Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. The customer¿s immediate concerns were addressed by replacing the acquisition module. However, during evaluation of the suspect part, the reported failure was unable to be replicated and cause could not be established.